Manufacturer narrative:
The associated devices, used in treatment, were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure modes. The wave springs were missing from the trial body, rendering it inoperable. A small section of the plastic tip of the impactor fractured off and was not returned. The devices were manufactured in 2015 and show signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery device broke inside the patient, all pieces were recovered. The procedure was successfully completed without delay using an s&n back-up device.